Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that the ins battery was depleting quickly. Since around (B)(6) 2025, the battery depletion of the stimulation device had become about twice as fast. It was unknown if there were any e nvironment, external, or patient factors that may have caused the event. It was requested that area manager handle the issue. The defect was not resolved. No symptoms were reported. Additional information was received from a rep. It was reported that area manager did not meet with the patient directly, but talked over the phone for troubleshooting. There were no abnormalities detected in device, so they were continuing to monitor the situation as is. The cause of the faster battery depletion was unknown.